Event description:
A pt reported inaccurate high results with a surestep meter. During back to back testing, meter results of 304mg/dl, er1, 209 mg/dl, 282 mg/dl, ER 1, 302 mg/dl and er5 were successively obtained. Pt tested with a fasttake meter and obtained a result of 103mg/dl. Pt administered an unknown dose of insulin based on ss meter results. Pt experienced unknown hypoglycemic symptoms. No medical intervention was needed. Meter was replaced. In a f/u contact ,pt reported placing blood on the wrong side of the ss strip.